Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 87% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending. A 2.50 x 32 synergy drug-eluting stent was advanced but failed to advanced but could not cross the lesion and the stent strut was found damaged. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 87% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending. A 2.50 x 32 synergy drug-eluting stent was advanced but failed to advanced but could not cross the lesion and the stent strut was found damaged. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 32 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.